Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection. The left ventricular lead was explanted. A new lead was implanted on (B)(6) 2014.